Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, the customer alleged that the pump intermittently stopped insulin delivery "for no reason". There was no adverse impact to the customer's blood glucose level. Reportedly, the customer either resumed insulin delivery or changed supplies to address occlusion alarms. Multiple contact attempts were made by tandem technical support to instruct the customer to upload pump data for analysis; however, the customer did not upload data and did not respond.